Manufacturer narrative:
The insulin pump received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. The insulin pump received without the original pump belt clip but no damage on pump belt clip slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 161 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.